Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
The patient was implanted with coloplast omnisure, restorelle dfa and restorelle dfp mesh on (B)(6) 2012. Later the patient experienced vaginal irritation, vaginitis, recurrent prolapse, yeast infections, mesh erosion approximately 3 mm in the diameter of the vaginal apex, dysfunctional voiding, vaginal prolapse with cystocele and vaginal vault prolapse. Between (B)(6) 2012 and (B)(6) 2013 clobetasol and diflucan were prescribed. A revision of vaginal mesh [the provided documentation indicates this was an explant], repair of cystocele, suspension of the vaginal vault to the sacropinous ligaments and cystoscopy were performed on (B)(6) 2013.